Manufacturer narrative:
The investigation determined that the operator moved a sample tube within the centrifuge module to a different sample carrier on the (B)(4) laboratory automation system. Manually interfering with the sample location while the track system is operating is not allowed per the manufacturer's instructions for use. The (B)(4) laboratory automation system correctly identified that the sample had been moved by posting a 'cross check failure' message, as designed. The customer observed the cross check message, and correctly repeated the affected sample, therefore, the correct patient results were reported from the laboratory. The (B)(4) laboratory automation system was operating as intended. The root cause of this event is user error. The operator failed to adhere to the manufacturer's instructions for use.

Event description:
This customer notified ocd that they observed results from a single patient sample that were associated with the incorrect sample identification number on their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)